Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The fse replaced the pipettor gantry unit. The fse then performed a ten (10) replicate precision run for access accutni+3, all results were within specification. The cause of this event is a hardware malfunction. Replacing the pipettor gantry unit resolved the customer's issue. The following mdrs and bec identifiers are related to this event: (B)(4) MDR 2122870-2016-00219, (B)(4) MDR 2122870-2016-00220, (B)(4) MDR 2122870-2016-00221, (B)(4) MDR 2122870-2016-00222, (B)(4) MDR 2122870-2016-00223.

Event description:
The customer noted non-reproducible troponin I (access accutni+3) results for six (6) patients on the access 2 immunoassay system (serial number (B)(4)). On the (B)(6) 2016 one (1) erroneous access accutni+3 patient result was generated, identified as patient 1. This event relates to MDR 2122870-2016-00219. On the (B)(6) 2016 one (1) erroneous access accutni+3 patient result was generated, identified as patient 2. This event relates to MDR 2122870-2016-00220. On the (B)(6) 2016 one (1) erroneous access accutni+3 patient result was generated, identified as patient 3. This event relates to MDR 2122870-2016-00221. On the (B)(6) 2016 one (1) erroneous access accutni+3 patient result was generated, identified as patient 4. This event relates to MDR 2122870-2016-00222. On the (B)(6) 2016 two (2) erroneous access accutni+3 patient results were generated, identified as patient 5 and 6. This event relates to MDR 2122870-2016-00223. Patient 4 initially generated a result within the normal reference range of the assay. A repeat of the same sample, on the same instrument, generated a result above the normal reference range of the assay. The initial access accutni+3 results were not reported out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customers access accutni+3 quality control results were recovering within specification. The customer provided no information on the collection tube for the samples or the centrifugation details. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance.